Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as the initial analysis showed the issue was temporary. The analysis was based on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. Based on the analysis, there was temporary mismatch between the sensor reading and the fingerstick measurement at the time of the event. This issue was mitigated when the system prompted the user to enter an additional fingerstick measurement at 11:34 pm cet after which the system displayed better agreement between the sensor readings and fingerstick measurement. The overall system performance was within acceptable parameters. No additional investigation was found necessary for this issue.

Event description:
Senseonics was made aware of a false hypoglycemia event and user complained of sensor inaccuracies. User reported that the event happened on (B)(6) 2022. The measured blood glucose was 120 mg/dl and the sensor reading was 44 mg/dl. User received a low glucose alert even through user did not have any symptoms.